Event description:
A patient reported experiencing inaccurate erratic results with a one touch profile meter. The patient's blood glucose results were 18.3, 10.6 and 19.2 mmol/l. Tests were done within 20 minutes. Patient did not experience any adverse events. No further information has been reported.